Event description:
It was reported that the patient implanted with this device received multiple shocks during sexual activity. Physician review determined the rhythm to be fast atrial fibrillation (af). The physician planned to review the patient's medications. Technical services (ts) recommended rate control medications, along with increasing the ventricular fibrillation zone initial detection from 1 to 2.5 seconds and increasing the quick convert feature from 250 to 300 bpm in this zone. The device remains implanted and in service.